Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: per the service and repair evaluation, there were no visual anomalies noted on the returned driver. Functional/performance evaluation: the driver passed all functional testing at the 22mm and 15mm positions and the driver also passed all force testing. The reported self-activation could not be replicated. The device was cleaned, lubricated and returned to the customer. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for self-activation and failure to prime, as the device functioned as intended, and the reported issue could not be recreated. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to this event. Labeling review: the current (magnum reusable core instrument) instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound guided breast biopsy, the health care provider noted that the device allegedly self activated during the second sample attempt. It was further reported that the health care provider experienced difficulty when priming the device before the alleged self activation. Reportedly, the procedure was completed with another device. There was no reported patient injury.